Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the dwell on the homechoice machine(hc). The home patient(hp) stated there were no leaks or disconnection of the setup. The technical service representative(tsr) advised the hp to replace the setup or use manual bags to complete therapy. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed, and the root cause could not be determined due to the sample not being returned. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.